Event description:
It was reported that the patient developed a systemic infection causing growths on the leads so the entire system was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Product event summary: the device was returned but no issue identified that required analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.